Event description:
It was reported that a malfunction occurred on the pump, with a specific code malf 12 identified, but no notable events were associated prior to this. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support provided pump reset information and assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to call back if the malfunction code appeared again and was informed that they could continue using the pump.